Event description:
On (B)(6) 2015, the customer reported to medela customer service that the transformer housing for her pump in style advanced breast pump fell apart while unplugging the transformer from the wall outlet. The transformer housing was breached, which is a safety risk.

Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Attempts to retrieve the damaged product are ongoing. Therefore, no conclusions can be made as to the cause of the event.